Event description:
#Medwatcher #(B)(4). The first year that I got it I was bleeding very heavily non-stop along with extreme stomach and back pain also numbness in my legs and arms and some unexplained rashes loss of teeth extreme pain on a daily basis still to this day it is affected my daily life I'm practically bedridden which affects my four children and my marriage